Manufacturer narrative:
Additional, changed, and/or corrected data: aware date.

Event description:
Legal documents received on 22-may-2023 include ph as the event. Patient had previously reported "disfiguration", but now the event is changed to paradoxical adipose hyperplasia (ph/pah). The reported event, paradoxical adipose hyperplasia (ph/pah), was assessed as a reportable event which is a known side effect of cryolipolysis requiring surgical intervention to correct. Supplemental aware date: 22-may-2023. Allergan aesthetics received a report that a patient received a coolsculpting treatment on (B)(6) 2021, to the inner and outer thigh, arms, and lower abdomen using a legacy coolfit, coolsmoothpro, and cooladvantage coolfit and presented with neuralgia. The event was described as pain in upper arms, numbness in treatment area and into chest wall, and disfiguration in the abdomen and thighs.

Event description:
Legal documents received on (B)(6)2023 include ph as the event. Patient had previously reported "disfiguration", but now the event is changed to paradoxical adipose hyperplasia (ph/pah). The reported event, paradoxical adipose hyperplasia (ph/pah), was assessed as a reportable event which is a known side effect of cryolipolysis requiring surgical intervention to correct. Supplemental aware date: (B)(6)2023. Allergan aesthetics received a report that a patient received a coolsculpting treatment on (B)(6)/2021, (B)(6)/2021, (B)(6)2021, (B)(6)2021, (B)(6)/2021, (B)(6)2021, to the inner and outer thigh, arms, and lower abdomen using a legacy coolfit, coolsmoothpro, and cooladvantage coolfit and presented with neuralgia. The event was described as pain in upper arms, numbness in treatment area and into chest wall, and disfiguration in the abdomen and thighs.

Manufacturer narrative:
H11 - corrected data: d1

Manufacturer narrative:
Additional information: b5.

Event description:
Allergan aesthetics received additional information that patient presented with paradoxical hyperplasia (ph) to the full abdomen, inner and outer thighs and arms.

Manufacturer narrative:
Additional information: a4, a6, and b5. H11-: corrected data: h9.

Event description:
Allergan aesthetics received additional information that patient presented with paradoxical hyperplasia (ph) to the full abdomen, inner thighs and arms.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment on (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, to the inner and outer thigh, arms, and lower abdomen using a legacy coolfit, coolsmoothpro, and cooladvantage coolfit and presented with neuralgia. The event was described as pain in upper arms, numbness in treatment area and into chest wall, and disfiguration in the abdomen and thighs.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 5/22/2023. Clarification to b3 partial date of event: 4 months post treatment was provided. Continued d4 serial # (B)(6), catalog # sa16789, UDI # (B)(4) and legacy 6 catalog # brz-ap1-066-000. Upon further review, abbvie medical safety has determined that the event of neuralgia is not serious in severity, is no longer reportable, and will be unreported.

Event description:
Allergan aesthetics received a report from a patient treated with coolsculpting to the full abdomen, inner and outer thighs, and arms on (B)(6) 2021 using the legacy coolfit, coolsmoothpro, and the cooladvantage coolfit system applicator(s), who developed paradoxical hyperplasia (ph) after treatment. Physician's notes reported "patient has continued pain that developed after cryolipolysis procedure" and since "(B)(6) 2022, the patient began gabapentin 100 mg twice daily and this is decreased her pain satisfactorily." Gabapentin prescribed to treat neuralgia. Later, physician also noted "I explained to the patient that it is uncertain if this continued discomfort is the cryolipolysis". Upon further review, abbvie medical safety has determined that the event of neuralgia is not serious in severity, is no longer reportable, and will be unreported.